Event description:
A nurse contacted baxter (B)(4) regarding a leak that came from the silicone tubing of a transfer set, while the set was in use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak in a transfer set was confirmed during the sample evaluation. One used set with no cap on spike (loose in pouch) and no cap on patient connector was received in reference to leak. Functionally, the set was hand tightened with a (B)(4) lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted from cut/hole 1 5/8 from sleeve in the closed position in silicone tubing. No other visual defects were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.